Event description:
As reported to cook: the physician was unable to remove the stent from the pt while in the office and had to schedule the pt for surgical procedure in the hospital.

Manufacturer narrative:
The device will not be returned, a conclusive evaluation cannot be performed. Limited info was provided, no identification (part number and lot number, the part number listed is for reference only) of the device, indwelling time of the ureteral stent or details of why the stent was not able to be removed in the physicians office. The stent was not removed and the physician is scheduling a procedure to remove the stent at the hospital. Individuals at the hospital have been in contact and are obtaining info pertaining to the pt occurrences and will forward it when available. A follow-up report will be completed when the info is received.